Manufacturer narrative:
(B)(4). No lot number was provided and therefore no review could be performed. No sample was returned for evaluation and no photo provided. The complaint could not be confirmed and no cause identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Once the needle was inserted, the provider was not able to remove the stylet to run a line. A second io was inserted successfully. The emt said that this delay did not contribute to the death of the patient as the patient was asystole upon arrival.

Manufacturer narrative:
(B)(4). The device reportedly is unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
Once the needle was inserted, the provider was not able to remove the stylet to run a line. A second io was inserted successfully. The emt said that this delay did not contribute to the death of the patient as the patient was asystole upon arrival.